Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the head frame of the bed is bent where the pull tube attaches.